Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 23 mm pericardial aortic valve, implanted approximately 16 years and three (3) months, was explanted due to aortic regurgitation secondary to hardened, deformed and dropped leaflet. After an unknown period of time, systemic symptom like shortness of breath was confirmed so the patient visited a neighbor clinic and aortic regurgitation and mitral regurgitation were suspected. In echo, leaflet corresponds to right coronary cusp was dropped and it led to aortic regurgitation, and mitral regurgitation with enlargement of left heart was detected. Heart failure was also confirmed. The device was replaced with another 23 mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. At explant, all three leaflets were hardened and right coronary cusp was prolapsed and dropped. Regurgitation was caused by deformed right coronary cusp. It was also noted that the patient received 26 mm annuloplasty ring in the mitral position. The patient status was reported as ¿under treatment¿ at ICU.

Manufacturer narrative:
Customer report of hardened and dropped leaflet was confirmed. Report of regurgitation was also confirmed due leaflet tears. X-ray demonstrated heavy calcification on all three leaflets, and slight wireform distortion. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets were observed to be thickened and swollen at the free margin near the commissures. Calcification and thickened tissue caused leaflets to become hardened and led to stenosis. Leaflet 1 had two tears of 7mm near commissure 1, and 4mm near commissure 2. Both leaflets 2 and 3 had a 4mm non-transmural tear near commissure 3. Leaflet 3 also had a tear of 4mm near commissure 1. Calcification was observed near all the tears. The free margin of leaflet 1 was observed to be lower than usual due to leaflet tears, and likely led to the reported "dropped leaflet". Hematomas were observed on the outflow aspect of all three leaflets. Valve appeared in similar condition as in the images provided by the customer. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event has been confirmed to be due to structural valve deterioration, as the product evaluation demonstrated leaflet tearing and heavy calcification on all three leaflets. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.